Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain/ lower pelvic pain/ severe pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, nausea, atrial fibrillation, endometrial polyp and syncope vasovagal (second pacemaker implanted in 2014). Previously administered products included for an unreported indication: ibuprofen, depo provera, minastrin and folic acid I mg. Concurrent conditions included menstruation abnormal, ovarian cyst, metrorrhagia, night sweats, vomiting, abdominal pain, vaginal odor, obesity, depression, seizure, dysrhythmias, cardiac ablation (2007,2008,2013), anaphylaxis, rash (allergens: flecainide and cortisone), respiratory insufficiency, intra-abdominal bleeding, haemorrhagic anaemia, polymenorrhoea and complex partial seizures. Concomitant products included doxycycline hyclate and gabapentin until 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 16 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dry skin ("rashes or skin conditions type: dry skin"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("injury(ies) or complication (s) please describe:uterine fibroids"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy , cystoscopy)essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, vaginal infection, dry skin, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, uterine leiomyoma and vulvovaginitis outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered allergy to metals, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: the essure microimplants were placed in the cornua using standard technique. At the end of the procedure, the right cornua had 4 visible coils and the left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubal occlusion ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion on (B)(6) 2015 surgical pathology report: final pathologic diagnosis uterus, cervix, bilateral tubes: cervix: no histopathologic abnormality endometrium: proliferative endometrium myometrium: uterine leiomyomas focal, superficial adenomyosis bilateral fallopian tubes: no histopathologic abnormality most recent follow-up information incorporated above includes: on 18-jun-2018: new pfs+ mr received- new events added: abnormal bleeding(vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginitis /vulvovaginitis, rashes or skin conditions type: dry skin, migraines / headaches, migration of essure device location of device: uterus, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: uterine fibroids were added. Lot number, new reporter and date of birth were added. Outcomes of events pain, heavy bleeding, painful intercourse from unknown to recovered/resolved. Historical drug and condition. Concomitant condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), pelvic pain ("pain/ lower pelvic pain/ severe pain") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included back pain, nausea, atrial fibrillation, endometrial polyp and syncope vasovagal (second pacemaker implanted in 2014). Previously administered products included for an unreported indication: minastrin, folic acid I mg, ibuprofen and depo provera. Concurrent conditions included menstruation abnormal, ovarian cyst, metrorrhagia, night sweats, vomiting, abdominal pain, vaginal odor, obesity, depression, seizure, dysrhythmias, cardiac ablation (2007, 2008, 2013), anaphylaxis, rash (allergens: flecainide and cortisone), respiratory insufficiency, intra-abdominal bleeding, haemorrhagic anaemia, polymenorrhoea and complex partial seizures. Concomitant products included doxycycline hyclate and gabapentin until 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 16 days after insertion of essure, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), dry skin ("rashes or skin conditions type: dry skin"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and uterine leiomyoma ("injury(ies) or complication (s) please describe:uterine fibroids"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy,cystoscopy) and surgery (vaginal hysterectomy, bilateral salpingectomy, cystoscopy,). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, vaginal infection, dry skin, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, uterine leiomyoma and vulvovaginitis outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered allergy to metals, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginitis to be related to essure. The reporter commented: the essure microimplants were placed in the cornua using standard technique. At the end of the procedure, the right cornua had 4 visible coils and the left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: tubal occlusion. Ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. On (B)(6) 2015 surgical pathology report: final pathologic diagnosis: uterus, cervix, bilateral tubes: cervix: no histopathologic abnormality. Endometrium: proliferative endometrium. Myometrium: uterine leiomyomas. Focal, superficial adenomyosis. Bilateral fallopian tubes: no histopathologic abnormality. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc (product technical complaint) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pain/ lower pelvic pain/ severe pain') in a 30-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, nausea, atrial fibrillation, endometrial polyp and syncope vasovagal (second pacemaker implanted in 2014). Previously administered products included for an unreported indication: minastrin, folic acid I mg, ibuprofen and depo provera. Concurrent conditions included menstruation abnormal, ovarian cyst, metrorrhagia, night sweats, vomiting, abdominal pain, vaginal odor, obesity, depression, seizure, dysrhythmias, cardiac ablation (2007,2008,2013), anaphylaxis, rash (allergens: flecainide and cortisone), respiratory insufficiency, intra-abdominal bleeding, haemorrhagic anaemia, polymenorrhoea and complex partial seizures. Concomitant products included doxycycline hyclate and gabapentin until 2016. In (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced allergy to metals ("nickel allergy"), 16 days after insertion of essure. In (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), dry skin ("rashes or skin conditions type: dry skin"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), arthralgia ("my hip is still out of place and I'm still in pain"), dysgeusia ("weird taste in mouth"), dry mouth ("dry mouth"), depression ("depression") and procedural pain ("just in pain") and was found to have uterine leiomyoma ("injury(ies) or complication (s) please describe:uterine fibroids") and weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, vaginal infection, dry skin, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, uterine leiomyoma, vulvovaginitis, nausea, weight increased, arthralgia, dysgeusia, dry mouth, depression and procedural pain outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered allergy to metals, arthralgia, depression, device expulsion, dry mouth, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: the essure microimplants were placed in the cornua using standard technique. At the end of the procedure, the right cornua had 4 visible coils and the left had 4 visible coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2014: results: tubal occlusion. Ultrasound scan vagina - in (B)(6)2014: results: total bilateral occlusion. Diagnostic results: on (B)(6)2015 surgical pathology report: final pathologic diagnosis uterus, cervix, bilateral tubes: cervix: no histopathologic abnormality. Endometrium: proliferative endometrium. Myometrium: uterine leiomyomas. Date of essure confirmation test: (B)(6)2014. Focal, superficial adenomyosis. Bilateral fallopian tubes: no histopathologic abnormality. Concerning the injuries reported in this case, the following ones were reported via social media : arthralgia, procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jan-2020: social media content received : events added- arthralgia, weird taste in mouth , dry mouth , depression and post procedural pain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus') and pelvic pain ('pain/ lower pelvic pain/ severe pain') in a 30-year-old female patient who had essure (batch no. B82481) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, nausea, atrial fibrillation, endometrial polyp and syncope vasovagal (second pacemaker implanted in 2014). Previously administered products included for an unreported indication: minastrin, folic acid I mg, ibuprofen and depo provera. Concurrent conditions included menstruation abnormal, ovarian cyst, metrorrhagia, night sweats, vomiting, abdominal pain, vaginal odor, obesity, depression, seizure, dysrhythmias, cardiac ablation (2007,2008,2013), anaphylaxis, rash (allergens: flecainide and cortisone), respiratory insufficiency, intra-abdominal bleeding, haemorrhagic anaemia, polymenorrhoea and complex partial seizures. Concomitant products included doxycycline hyclate and gabapentin until 2016. In april 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"), 16 days after insertion of essure. In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: vaginitis/vulvovaginitis"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), dry skin ("rashes or skin conditions type: dry skin"), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have uterine leiomyoma ("injury(ies) or complication (s) please describe:uterine fibroids") and weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy,cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, genital haemorrhage, vaginal haemorrhage, vaginal infection, dry skin, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, uterine leiomyoma, vulvovaginitis, nausea and weight increased outcome was unknown and the pelvic pain, menorrhagia and dyspareunia had resolved. The reporter considered allergy to metals, device expulsion, dry skin, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginitis and weight increased to be related to essure. The reporter commented: the essure microimplants were placed in the cornua using standard technique. At the end of the procedure, the right cornua had 4 visible coils and the left had 4 visible coils diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: tubal occlusion. Ultrasound scan vagina - in april 2014: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2015 surgical pathology report: final pathologic diagnosis uterus, cervix, bilateral tubes: cervix: no histopathologic abnormality endometrium: proliferative endometrium myometrium: uterine leiomyomas date of essure confirmation test: (B)(6) 2014. Focal, superficial adenomyosis bilateral fallopian tubes: no histopathologic abnormality quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received- new event nausea and weight gain were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.